Event description:
As reported, the retroversion bar became stuck in 20 degrees left slot. Cross threaded. Could not remove and adjust to any other version during set-up. Patient was not involved. No issues with patient upon leaving the or.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the jammed devices reported were likely the result of plastic deformation due to cross-threading, which led to thread deformation and the inability to separate the devices.